Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received an open book image on its screen. The customer's blood glucose level was 202 mg/dl. She received a red x and an arrow pointing to a book on the screen. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.